Event description:
Complainant alleged that during biomed testing, the device's would not discharge and display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.